Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer had a blockage. Due to lack of supplies customer reverted to manual insulin therapy. No reported impact to the customer¿s blood glucose level. Contact declined tandem technical support follow up.